Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: "overinfusion" according to the customer: "delivery of the complete syringe volume into the patient. Syringe was filled with strong opioid. During the switch-off process, the pca pump moved in park position with the clamped and filled syringe and the complete syringe was emptied into the patient. Nursing staff was unable to stop it. Patient has a bradycardic with short-term respiratory arrest. Subsequently, the patient completely recovered. After the incident the pca pump has been separated immediately."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files from (B)(6) 2023 to (B)(6) 2023 (specified date of the incident, given from the costumer) were investigated. At (B)(6) 2023 several infusions were started. The last "type of syringe" entry inside the history files at (B)(6) 2023 19:48 pm showed that the customer took out a syringe. After that, the customer has not inserted and selected another syringe. In addition, it could not be detected inside the history files that a syringe was emptied. At (B)(6) 2023 after the customer switched on the device, the entry " drive test error - brake-open-error" could be detected several times. (These entries identified a malfunction of the syringe brake). Furthermore, no anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device showed liquid residues from the outside. Oxidized contacts at the p2 connector and the pca button could be detected. Furthermore, the syringe holder was broken and not present. The broken syringe holder was due to an external force damage. A functional could not be performed. It was not possible to insert a syringe caused by the broken syringe holder. For checking the complaint malfunction a new syringe holder was inserted. Then device was calibrated. A bbraun ops 50 ml syringe was inserted, the syringe wasn´t pressed empty after selected. An infusion could be started. No anomalies could be detected. For checking the complaint malfunction the test "t5: stopping distance test" according to the technical safety check (10.0) was performed. The device passed the test, and no further anomalies could be detected. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,75%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. To investigate the inside, the device was disassembled complete. Between the mainboard and the emc shield liquid residues could be detected. The mainboards showed oxidized contacts. These oxidized contacts were due to the fluid ingress. Furthermore, the claw mechanic and the upper housing part showed broken parts. That damages identified an external force damage. The complaint could not be confirmed. The complaint malfunction could not be reproduced ore detected inside the history files. No flowrate deviation could be detected. The device showed several damaged parts due to fluid ingress and external force. It cannot be ruled out that the damaged parts produced the complaint malfunction by the costumer. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.